Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "both side nails (right and left) were prepared. A nail opened on the wrong side by the nurse, but the physician was not aware of this prior to use and only realised during the procedure. As a result of inserting the nail as is, a fracture occurred on the front outer side due to collision at the nail tip. After inserting the correct nail, two ccs pins were fixed and then wrapped the wire."

Manufacturer narrative:
A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. It has been confirmed that the event is user related and is not related to any alleged device malfunction, therefore, no device inspection is required. Based on investigation, the root cause was attributed to an user related issue, hcp did not properly check the implant before insertion, resulting in the wrong nail being implanted. Consequently, this event has been classified as off-label use. As a reminder, the instructions for use clearly state that: "every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. Implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. Select the required version carefully." A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "both side nails (right and left) were prepared. A nail opened on the wrong side by the nurse, but the physician was not aware of this prior to use and only realised during the procedure. As a result of inserting the nail as is, a fracture occurred on the front outer side due to collision at the nail tip. After inserting the correct nail, two ccs pins were fixed and then wrapped the wire."